Manufacturer narrative:
(B)(4).

Event description:
Catheter was found by nurse with hub "snapped clean". Nurse was moving patient but unsure how it came off. Catheter was replaced, but device was not saved. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of luer hub separation was able to be confirmed by the photos. The proximal luer hub was separated from its extension line. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line/luer hub separation was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Catheter was found by nurse with hub "snapped clean". Nurse was moving patient but unsure how it came off. Catheter was replaced, but device was not saved. No patient harm reported. The patient's condition is reported as fine.